Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 5 of 5 of the same event. It was reported from (B)(6) that during a diaphyseal spiral surgical procedure for a humeral diaphysis fracture, it was observed that while using the radiolucent drive device the drill bit devices started to wobble. According to the reporter, the drill bit devices then stopped moving while in use with the device. The reporter stated that the surgeon attempted to drill while holding the base tight as the surgeon believed there was a connection issue with the handpiece device. However, the surgeon noted that the junction of the drill bit device and quick coupling device did not work properly. The reporter stated that the surgeon then attempted to fix the drive tip with tape so that the drill bit device would not fall without success. The reporter stated that eventually the drill but device tip was hit with a hammer. Therefore, the surgeon opened the other side with his hand and inserted screw devices to continue the surgical procedure. The reporter further indicated that a compact air drive device was in use during the procedure. According to the reporter, the cutter device did not break during the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There was a thirty minute delay to the surgical procedure which caused the patient to lose blood. The amount of blood loss was not available from the reporter. The reporter was not able to specify if/what medical intervention was performed or if there was prolonged hospitalization as a result of the event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred. The part was mentioned and returned but the device malfunction has not identified. There is no documentation that this device has caused or contributed to a death or serious injury, permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. With the information available at the time of this determination, the complaint histories could not be reviewed for a similar event since the malfunction is unknown. Should further information become available this determination will be reassessed accordingly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The information in this complaint record reasonably suggests that a device malfunction has occurred. The part was mentioned and returned but the device malfunction has not identified. There is no documentation that this device has caused or contributed to a death or serious injury, permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure. With the information available at the time of this determination, the complaint histories could not be reviewed for a similar event since the malfunction is unknown. Should further information become available this determination will be reassessed accordingly.

Manufacturer narrative:
Additional narrative: correction: the manufacturing facility was documented as (B)(4) in the initial report. Upon complaint review, it was determined that it was unknown. The date of manufacture was documented as dec 28, 2015 in the initial report. Upon complaint review, it was determined that it was unknown. (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.